Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and there was a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: during the investigation, the battery compartment was found to be cracked above and below the bumper pad. No moisture or corrosion was observed in the battery compartment. A review of the black box showed multiple unexplained power reset events. The returned battery cap was found to have stripped threads, and was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hour duration test with no power reset events being duplicated during that time. The pump¿s cover was removed, with no evidence of internal moisture or damage to the power circuit was found. (B)(4).